Event description:
During evaluation, a homechoice cassette was found punctured with holes which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the cassette was observed punctured with tiny holes. Pressure and flow tests were performed and a leak was observed in the cassette due to the holes. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.